Event description:
The distributor reported that the pump screen was cracked and remained black, but the pump still started. The customer¿s blood glucose level was 180 mg/dl, indicating it was within normal range. The customer returned the affected pump, and a replacement pump was provided.